Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refx0144 showed seven other similar product complaint(s) from this lot number.

Event description:
It was reported "ir placed 4f single lumen PICC. Clinician reported leaking from the end cap. End cap was replaced a few times. A new sl PICC was placed. The same thing occurred. They then tried a different end cap (needless connector) and this resolved the issue." This report addresses the first device.

Event description:
It was reported "ir placed 4f single lumen PICC. Clinician reported leaking from the end cap. End cap was replaced a few times. A new sl PICC was placed. The same thing occurred. They then tried a different end cap (needless connector) and this resolved the issue." This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling based on a review of this information, the following was concluded: the complaint of a leak at the luer hub is confirmed to be manufacturing related. One 4 fr powerpicc catheter was returned for evaluation. The catheter was returned trimmed at the 1 cm depth marker. The catheter was infused with water and the sample was observed to leak at the hub connection. Microscopic inspection of the purple luer adapter revealed a protrusion in the luer material within the orifice. The mold defect appeared to prevent firm attachment of the injection cap and luer lock syringe; therefore, the complaint is confirmed. Bd is working closely with the manufacturing facility to prevent reoccurrence of the reported event.